Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 01oct2024. It is unknown how long the device was in placed when the failure was noted. The actions taken after the failure are unknown. It was unknown if the patient experienced any adverse effects or the need for additional procedures. The lot number provided does not match a cook lot number.

Manufacturer narrative:
D1: device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. D4: rpn, model #: it is possible that this device is an rpn: c-utlm-701j-rsc-abrm-hc-rd, gpn: g47829. E3: occupation: director of supply chain. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, the catheter included in cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set slipped through the securement device with the suture in. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. The securement component was received on 03oct2024. Upon investigation, it was discovered that the securement component was not a cook product; a competitor's name is stamped on the component. There is no evidence to suggest that a cook product would be likely to cause or contribute to a death or a serious injury if the failure "ancillary component does not secure cook catheter" were to recur. Furthermore, there is no evidence that a cook device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.